Manufacturer narrative:
Investigation is ongoing. H3 other text : remains implanted.

Event description:
As reported by the edwards japanese affiliate, a transfemoral transcatheter aortic valve replacement procedure was performed with a 20mm sapien 3 ultra resilia valve. After valve deployment, mild paravalvular leak was observed. Post dilation with 0.5ml contrast was executed on the lv side. The center marker was positioned on the lower end of the valve stent during post dilation. After post dilation, echo showed moderate to severe ar from the non-coronary cusp (ncc) side. Hemodynamics were stable. A stuck leaflet was suspected, an emergency thv in thv was performed with coronary protection. The native valve was in border size between 20 and 23 mm, since the minimum diameter was 18 mm due to prominent calcification in stj, therefore a 20 mm valve was selected. Per the physician, the post dilation might have caused the suspected leaflet issue. The valve remained implanted in the patient.

Manufacturer narrative:
The valve was not returned for evaluation. A device history review (DHR) was performed and did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Since no device problem was identified affecting distributed product, no product risk assessment (pra) is required. Additionally, since no edwards defect, which could have resulted in the complaint, was confirmed, no preventative or corrective actions are required. The valve central regurgitation and motion restricted leaflet in the patient were unable to be confirmed due to unavailable of device return, relevant imagery and medical report. A review of the DHR did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of the IFU/training materials revealed no deficiencies. During the manufacturing process, all sapien 3 ultra resilia valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the complaint event. As reported, ''after valve deployment, mild paravalvular leak (pvl) was observed. Post dilation with 0.5ml contrast was executed on lv side. The center marker was positioned on lower end of valve stent during post dilation. After post dilation, echo showed moderate to severe ar from non coronary cusp (ncc) side. Hemodynamics was stable. Since leaflet stuck was suspected, emergency a tav in tav was performed with a coronary protection. There was no issue attributing tav in tav. Per the operator, the post dilation might have caused a leaflet tear or stuck.'' Per the instructions for use (IFU), valve regurgitation is a known potential adverse event associated with bioprosthetic heart valves and the transcatheter valve replacement (thv) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to central regurgitation including malposition of the valve, impingement of a leaflet due to the guide wire, over inflation of the deployment balloon, post dilation of the implanted valve, and slow recovery of adequate ventricular flow post valve deployment and rapid pacing. All of these factors have the potential to contribute to suboptimal coaptation of the sapien valve leaflets and cause central aortic insufficiency. Occasionally there are cases where the root cause of the regurgitation cannot be determined. In this case, post-dilation was performed toward more left ventricular side, which could lead to uneven expansion of valve with larger diameter at inflow side and smaller diameter of outflow. The uneven expansion of valve could affect the leaflet coaptation, resulting in leaflet motion restricted with central regurgitation as reported. As such, available information suggests procedural factors (uneven post-dilation) may have contributed to the reported event.